Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected. The leak was further described as ¿drops of water by cassette door¿. There was no unusual issues noted with the supplies prior to therapy. No leaks were observed from the connection of the supplies. Continuous ambulatory peritoneal dialysis was discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.